Manufacturer narrative:
An extended investigation is pending at this time. A follow-up will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with a "samsung note 10, 12" android, with an unknown operating system. The customer reported that the sensor's (low/high) glucose alarm did not sound to alert the customer of changes in glucose level. As a result, the customer experienced a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional and a glucose reading of 23 mg/dl was obtained from a "handicap meter" and the customer was administered intravenous glucose for the diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing high and low glucose alarms with the freestyle librelink application. Successfully scanned and received glucose reading and alarm notifications using a similar configuration (samsung galaxy s10, android 12, 2.8.4.9335) and unable to reproduce the complaint. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with a "samsung note 10, 12" android, with operating system 12, app version 2849335. The customer reported that the sensor's (low/high) glucose alarm did not sound to alert the customer of changes in glucose level. As a result, the customer experienced a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional and a glucose reading of 23 mg/dl was obtained from a "handicap meter" and the customer was administered intravenous glucose for the diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.